Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 34 - 54 mg/dl with associated symptoms of difficulty speaking, unsteady when standing or walking, severe dizziness, blurred vision, severe headache, confusion and cognitive impairment. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter stated that the basal rate pump settings were adjusted. The reporter alleged that the time and goes on the pump reverts to the factory default settings when the battery is removed for less than 24 hours. This complaint is being reported because the patient allegedly experienced a serious adverse physical event while on insulin pump therapy.